Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customers tried to insert the clso-10-7 (B)(6) into the bile duct compatible with oa-10 (B)(4). Note: incorrect size wireguide used visiglide 2 guidewire - outer diameter 0.025in / length 450cm. However, the white proximal wire port of the inner catheter was detached from the internal induction catheter. This has occurred frequently in recent, and customers have requested inspection of joints, and confirmation of product changes during production process.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the oa-10 device of lot number c1876913 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oa-10 of lot number c1876913 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1876913. It should be noted there is significant steps in place to inspect the marker band joints on the oa-10 devices and there has been no procedural changes that directly impact the marker band joints of the oa-10 devices. It should be noted that the instructions for use (ifu0096) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ if should be noted the instructions for use also state ¿wire guide diameter and inner lumen of wire-guided device must be compatible¿. There is sufficient evidence to suggest the user did not follow the IFU. Per the customer input it¿s confirmed the incorrect size wire guide was used for the procedure ¿visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled¿. Image review: n/a. Impression: n/a. Root cause review: a definitive root cause of the user error situation, using the incorrect size wire guide could be determined from the available information. The complaint information indicated that a 0.025¿ wire guide was used for the procedure. It may be noted the device label indicates that a 0.035¿ wire guide is required for use with the oa device. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025. In addition, a possible root cause may be attributed to the user applying a large amount of force to try bridge the stricture and that, coupled with the lack of support due to the use of an incorrect wire guide, may have contributed to the wire port of the inner catheter was detached from the internal induction catheter. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.